Manufacturer narrative:
Manufacture's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct correlation between the device and the patient's outcome could not conclusively be established. Per the vad coordinator, the pump will not be returned for evaluation. Device thrombosis, stroke, and death are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii instruction for use (IFU). The heartmate ii IFU provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a left facial droop upon admission to the emergency room and believed to experienced cerebrovascular accident. Embolectomy was attempted on the patient but was not successful. The patient decided to undergo hospice care and expired on (B)(6) 2018. No autopsy will be performed.

Manufacturer narrative:
Approximate age of device ¿8 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted for a suspected outflow graft thrombosis via CT imaging. During the analysis of the log file no issues relating to an outflow graph occlusion were seen. Log file analysis noted power cable disconnects while the patient was supported on batteries. There were no other unusual events seen within the log file.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.